Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery, it was not possible the locking the cap into the screw. The thread from the caps deformed during insertion. The screw was exchanged to complete the surgery.

Manufacturer narrative:
Device manufacture dates: 9/3/13, 9/5/13, 9/18/13, 9/23/13 and 1/13/14. Visual examination revealed that the threads on the inner screw had become torn. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the inner screw threads becoming torn cannot positively be determined. However, one possible root cause may have been that the inner screw most likely was not properly seated and inadvertently cross threading occurred. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.